Manufacturer narrative:
We will send a final MDR once the investigation will be completed.

Event description:
Intra-operative breakage of a straight woodpecker adaptor during a hip surgery performed on (B)(6) 2022. According to the complaint source, when the surgeon was inserting size#2-broach to straight woodpecker adaptor - product code 9095.11.054, the adapter has broken. No residual on the patient was confirmed and the surgery was extended of about 5 minutes. Estimated number of uses of the instrument not known. Event happened in japan.

Event description:
During a hip surgery performed on (B)(6)2022, straight woodpecker adaptor (product code 9095.11.054, lot #15ae030) broke while inserting size #2 broach into the instrument. Another instrument was used to complete the surgery. It was confirmed that no residual was left in the patient. The surgical time extended for about 5 minutes due to the issue. Event happened in japan.

Manufacturer narrative:
By checking the device history records of the involved lot #15ae030, no pre-existing anomaly that could have contributed to the event was found on the instruments manufactured with the same lot #. This is the first and only complaint received on the same lot #. Device analysis: the instrument was returned to limacorporate for further analysis. The visual inspection confirmed that the part of the instrument that connects to the broach broke, and that the breakage is of the type of fatigue failure. Considering that: check of the manufacturing charts highlighted no anomalies on the components manufactured with lot #15ae030 that could have contributed to the reported event; the instrument was manufactured in 2015, serving the market for 7 years; we can state that the event was due to fatigue failure after multiple years of uses of the instrument over time. The event is not product related. Pms data: according to our pms data, this is the first complaint reporting the intra-operative breakage of the instrument 9095.11.054. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.